Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this patient presented to the emergency room due to a shock. This implantable cardioverter defibrillator (ICD) system oversensed noise on the right ventricular (rv) lead, which resulted in an inappropriate shock. It was noted that the pacing impedances had decreased from 500 ohms to 250 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Subsequently, a revision procedure was performed. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion 18 centimeters (cm) from the terminal pin. This type of damage is consistent with lead-on-lead contact. In addition, the gore covering on the shocking coil had abraded though, and calcification was noted on the distal shocking coil. The reported oversensing, inappropriate shock, and low impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this patient presented to the emergency room due to a shock. This implantable cardioverter defibrillator (ICD) system oversensed noise on the right ventricular (rv) lead, which resulted in an inappropriate shock. It was noted that the pacing impedances had decreased from 500 ohms to 250 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Subsequently, a revision procedure was performed. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.